Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vats lobectomy, the device was unable to fire and unable to squeeze the handle. It made a weird sound from the inside at the 5th firing. There was no patient involved.